Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.